Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter on or about (B)(6)2003. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, blood clots, clotting and occlusion of the inferior vena cava (ivc), subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt, blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The brief also reported filter tilt. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Implant date: on or about (B)(6) 2003.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trap ease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, blood clots, clotting and occlusion of the inferior vena cava (ivc), subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of venous thrombosis. The records also state that the filter was successfully placed below the level of the renal veins. There were no complications note during the procedure. There was no evidence of thrombus in the inferior vena cava or the pelvic area. According to the patient profile form (ppf), the patient experienced blood clots twelve years and two months after the index procedure. Six weeks after that diagnosis, the patient experienced blood clots again. A review of the manufacturing documentation associated with lot r0403813 presented no issues during the manufacturing process that can be related to the reported event. Expiration date is april 2006. Additional information is pending and will be submitted within 30 days upon receipt.